Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer hinge was off and user unable to open or close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found drawer 3.1 open and unable to close; upon inspection, the bearing cage for the right-side slide rail was found to have fallen out of the slide. The drawer assembly was replaced, and the system was tested using the hardware testing application and the dispensing application, with successful results. The system functioned as intended a field service engineer repaired the device.